Event description:
It was reported that the patient had ineffective stimulation. Surgical intervention was undertaken on (B)(6) 2025 and a lead was added to capture more of the patient's pain pattern.

Manufacturer narrative:
B3: event date is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.